Event description:
On (B)(6) 2012, company rep reported the pt was having issues with the buttons of his infusion device and he switched to his backup device. Upon f/u with the pt on (B)(6) 2012, he stated that the up/down buttons of the device are not functioning and this has affected his blood glucose. He noticed the issue in (B)(6) 2011 when boluses he thought had been programmed were not delivered. His blood glucose elevated up to 400 mg/dl and he was able to lower his readings by switching to the backup device. His target blood glucose range is 80 - 120 mg/dl. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.